Event description:
It was reported that following an ablation procedure, the patient¿s Implantable Cardioverter Defibrillator (ICD) was found to be operating in backup mode with high voltage therapy disabled. Programming changes were performed and the device was restored. There were no patient consequences.